Manufacturer narrative:
The additional reportable proglide devices referenced are filed under separate medwatch report numbers. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide device were attempted in the right common femoral vein (rcfv) and two proglide devices were attempted in the left common femoral vein (lcvf) via 6fr sheath using the preclose technique prior to ablation procedure. Reportedly, two proglide devices were successfully placed in the rcvf and lcvf. The sheath was upsized to greater than an 8.5fr and the procedure was completed. Although the knots were successfully advanced, hemostasis of the large hole closure was not fully achieved with the proglide devices on either side. Manual arterial compression was applied to achieve hemostasis. After hemostasis was achieved the patient developed neuropathy in the right leg. An ultrasound was completed which show a 3 cm hematoma, which was believed to be pressing on the nerve creating the neuropathy. No treatment for the hematoma was given and the neuropathy is resolving. The patient remains hospitalized for monitoring of the neuropathy. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hematoma and nerve damage are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.